Event description:
It was reported that a clearlink non-dehp solution set leaked out of a hole in the tubing on the distal end of the filter. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The insufficient bond caused the leak as it allowed a channel to be formed, through which solution leaked. The insufficient bond was due to a human, operator error during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device received was not the same product code as originally reported. The customer was contacted and stated they originally reported the incorrect product code and confirmed that the device that was returned was the actual product. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed and leakage was identified at the connection of the tubing to the y- site connector, thus confirming the reported condition. The cause was determined to be insufficient bonding at the y-site. Should additional relevant information become available, a supplemental report will be submitted.